Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39565-65 (B)(6); product type: 0200-lead; implant date (B)(6) 2013; explant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins). It was reported the patient had a hybrid system with another manufacturers devices, and the patient reported ineffective coverage. A possible revision was planned, and during intra-operative testing, they were able to adequately get low back and right leg pain coverage, which was patient's primary complaints. Fluoroscopy showed no evidence of lead migration. The hcp elected to not proceed further with revision that appeared to be functioning after adequate testing. Information indicates the system was removed instead.